Event description:
The pt reported having absence of stimulation coverage. It was reported, the sjm rep interrogated the system and found two contacts invalid. The sjm rep reprogrammed the pt and resolved the issue. F/u determined the pt's stimulation had decreased following the reprogramming. F/u also identified the physician planned surgical intervention to add another lead at a future date.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.